Event description:
A malfunction alarm, identified as "malf 0," occurred without any notable events beforehand. There was no adverse impact on the customer's blood glucose level. The malfunction code could not be reset, and although the customer attempted to reset the pump with help from technical support, the issue persisted. As a result, the customer's pump, which was out of warranty, needed to be replaced. The customer was informed about using multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address, instructed the customer to let the battery deplete before transport, and advised returning the faulty pump to tandem using a pre-paid label and return box within 10 days.